Event description:
Pt admitted to the hosp after sustaining a fall at home, injuring her left hip. Radiographs revealed a subcapital fracture of the left femur. The pt was taken to surgery for placement of a bipolar endoprosthesis. After drying of the femoral canal, pressurized methyl methacrylate was placed. The pt experienced immediate bradycardia. Cardiac monitor revealed supraventricular tachyarrhythmias. At one point, she had no palpable pulse. Systolic blood pressure dropped to 50. Resuscitation attempts failed.